Event description:
Pt suffered from underdrainage.

Manufacturer narrative:
The initial report indicated that the product was returned. However, the product that was returned was another valve, not this valve. Please refer to report number 2021898-1996-00075.